Manufacturer narrative:
The customer reported that the bedside monitor (bsm) fell from the wall mount it was attached to. The mount was not correctly mounted into the wall studs, and the device fell from about 5 feet up. No harm or injury was reported. They would like to send the unit in to fix the physical damage. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the bsm and is the device that experienced the failure: wall support bracket: model #: the customer could not provide this information. Serial #: the customer could not provide this information.

Event description:
The customer reported that the bedside monitor (bsm) fell from the wall mount it was attached to. The mount was not correctly mounted into the wall studs, and the device fell from about 5 feet up. No harm or injury was reported.

Event description:
The customer reported that the bedside monitor (bsm) fell from the wall mount it was attached to. The mount was not correctly mounted into the wall studs, and the device fell from about 5 feet up. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) fell from the wall mount it was attached to. The mount was not correctly mounted into the wall studs, and the device fell from about 5 feet up. No patient harm or injury was reported. Investigation summary: the customer stated that their maintenance personnel installed the mount and that the mount was not correctly mounted into the studs of the wall. No injuries were reported. Based on the available information, the most probable cause of the issue is user error - incorrect installation. Should the mount have been properly installed, the issue may have been prevented.